Event description:
The healthcare provider (hcp) reported the following: (1) a certified nurses assistant (cna) plugged the 590 oxygen concentrator into the wall outlet and received an electrical shock. (2) the cna complained of numbness and tingling in the right hand, and felt weak, dizzy and unable to bear weight. (3) the cna was sent to the emergency room for evaluation. (4) the cna reported to work the next day. (5) the electrical cord was cracked at the junction of the cord and plug.